Manufacturer narrative:
(B)(4). Date sent: 01/30/2020.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2020. Device analysis: during the visual analysis, one washer appeared to be bent outwards, forming a ¿saddle¿ shape. This deformed washer was at a location where the wire was cut as part of explant procedure. The washer was in contact with the female bead case at the two intact assembly welds per specification, but had pulled away from the bead case at the locations 90º from the assembly welds. In addition, there were score marks on the bead with the unseated washer. These findings point to a one-time, high-stress event. It is presumed that strong forces were applied to this junction during the explant procedure, which likely caused the washer deformation. Overall review of the rest of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2019. Flatulence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: did the flatulence resolve when the linx was removed? Yes. Does the surgeon believe that the linx device is correlated to the flatulence? Yes. Did the patient experience gas/bloating post-implant? Gas yes. Did the patient receive any medical treatment for the flatulence? Activated charcoal and egd with dilation. Can you please provide the lot number for the lxmc17? Not available was implanted by another surgeon at a different hospital.

Event description:
It was reported that the patient had a linx implant on (B)(6) 2019, due to acid reflux. Within the first week after the surgery, the patient was experiencing severe flatulence. The patient decided to have the linx device removed and the explant date was set for (B)(6) 2019. The device was removed on (B)(6) 2019. There were no observations noted. The procedure was successful and the patient is stable. There were no patient consequences reported.